Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing broke in two when the nurse checked the IV. She found the arm board wet and blood coming out of the broken area. There was no patient harm.

Manufacturer narrative:
Concomitant products: non-bd needleless connector, therapy date (B)(6) 2015 . The customer¿s report that the tubing broke in two was confirmed. The set was visually inspected for damage and it was noted that the small bore tubing was completely split in half approximately 1.25 inches away from the male luer and smartsite engagement. The ends of the tubing at the split show a relatively clean breakage. A sticky light brown substance was observed on the external tubing and its components. The remaining tubing was pliable with no brittleness; attempts to snap it via manipulation were unsuccessful. Functional testing was not performed due to the obvious damage. The root cause of the tubing split was not identified.